Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system via the remote home monitoring system as it exhibited high out of range pacing impedance measurement. The patient was brought into the office where normal impedance measurements were seen. Subsequently no action was taken and the physician will continue to monitor the patient via the remote home monitoring system. This device and lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.